Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was damaged. The following information was provided by the initial reporter, translated from portuguese to english: purchase of bd brand 10 ml syringes - bd luer lok without needle. They showed defects in their plungers and also in the plastic where the syringe and needle are connected. The syringes used so far from this same batch and expiration date show this quality deviation.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was damaged. The following information was provided by the initial reporter, translated from portuguese to english: purchase of bd brand 10 ml syringes - bd luer lok without needle. They showed defects in their plungers and also in the plastic where the syringe and needle are connected. The syringes used so far from this same batch and expiration date show this quality deviation.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.